Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the power supply and power switch, which resolved the reported issue.

Event description:
It was reported that during patient use a ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient injury or death associated with this event.